Manufacturer narrative:
Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
This report pertains to spyglass discover digital catheter and spyglass discover digital controller that were used in the same patient and procedure. It was reported to boston scientific corporation that spyglass discover digital catheter was used during percutaneous cholangioscopy procedure performed on (B)(6) 2023. During the procedure, the image on the screen began to flicker on and off, then the image cut out and went black. The screen then showed five flashing 'loading' dots, and then went black again. Attempts were made to unplug and re-plug the device back into the controller and these attempts were unsuccessful at regaining the image on the screen, the device lost visualization. The procedure was not completed due to this event. No patient complications have been reported as a result of this event.